Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported the pump had a settings issue and found the insulin was delivered to the customer, and the health care professional made two adjustments in terms of basal rate and the ratio for the treatment. No further details were given. Troubleshooting could not be performed. No harm requiring medical intervention was reported. It was unknown whether the customer continued using the pump or not and it will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Updated summary: pump will not be returned for analysis.

Manufacturer narrative:
Unable to verify transmitter led issue due to pump was received without the original transmitter. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. The pump was monitored and no reprogram alarm noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 12-dec-2023, no delivery alarm/insulin flow blocked alarm was noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 12-dec-2023 listed on smartsolve. Dailytotalcollectionstarttime = 12/12/2023 00:00:00.000. Dailytotalofallinsulindelivered = 27.375. Dailytotalofbasalinsulindelivered = 18.875. Dailytotalofbolusinsulindelivered = 8.5. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 12/12/2023 16:05:12.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 12/12/2023 16:15:20.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 12/12/2023 16:16:01.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected occlusions or insulin flow blocked alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 12-dec-2023 in the formatted history file. Insert battery alarm was found on: 12/11/2023 23:42:47.000. Low battery alert was found on: 12/11/2023 17:29:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 19-jan-2024 at 8:18:02 pm. There was no power data available for the date of 11-dec-2023. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. Lost sensor 1 alert (780) was found on: 12/08/2023 12:35:00.000. Lost sensor 2 alert (781) was found on: 12/08/2023 12:51:00.000. 12/08/2023 13:01:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, unexpected sensor errors or anomalies were noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify transmitter led issue due to pump was received without the original transmitter. Transmitter led issue was unknown. Customer alleged for no delivery alarm/insulin flow blocked alarm and reprogram alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.